Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have 510(k) number because it is 510 (k) exempt device. Some codes on the MDR are not available on the software system used to execute the report by the company, because of that it was used some codes (already available on the software system), which does not correspond to the real situation. These codes used and the correct codes are described below. This is a punctual situation and we are already working on the update of these codes on the software system of the company. The codes used and the correct codes are showed below: common device name and product code (d2) ¿ the only product code available is dze (which is for endosseous dental implant). The correct is product code ndp, which refers to endosseous dental implant accessories as common device name. Patient code (f10) ¿ the codes available are related to adverse events that could have occurred to the patient. However, this event is only about malfunction and did not involve an adverse event. The code 2104 was used but there was no damage for the patient. The correct code is 2645 (no patient involvement). Evaluation codes results (h6) ¿ only the code 213 (no failure detected) is available on the software system, because of that it was used. The correct codes are fracture problem FDA 3252 (device problems caused by the separation of a component, object, or material into two or more pieces including shear) and manufacturing process problem FDA 170 (problems with a device that can be traced back to a problem in the manufacturing and/or production process). Considering the investigation of the event it was decided that a change in the production process of this device would be necessary as corrective action. This change request was already implemented in the company.

Event description:
(B)(4) ¿ the dentist reported that after the ultrasonic cleaning of the manual screwdriver, its fracture was observed. There were no reported patient complications.